Manufacturer narrative:
Concomitant medical devices: 5086mri45, lead, implanted: (B)(6) 2014; 511212, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with heart rates that had gone from the 80¿s to the 50¿s and the patient was symptomatic with the low heart rates. A remote transmission showed that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for sensing integrity counters (sic) and non-sustained high rate episodes. Possible rv lead oversensing was noted on the stored electrograms, a lead noise warning had triggered, high lead impedance, and high unstable thresholds were noted. A lead fracture was suspected. Initially the lead sensitivity was adjusted, and subsequently the lead was explanted and replaced. No further patient complications have been reported as a result of this event.